Event description:
Tip of arthrex suture lasso ar-4068-45r, lot# 3241134603 broke off inside of right shoulder. Unknown of where the tip went. Room was searched. Multiple intraoperative x-ray taken and read by dr. [Redacted name] and radiologist. No tip of suture lasso seen on x-ray by both dr. [Redacted name] or radiologist. Tip was never found.